Event description:
It was reported a clearlink system - non-dehp solution set leaked. During priming with an unspecified chemotherapy solution, the leak was observed "from third y-site connection on tubing". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
F2: the user facility submitted medwatch (B)(4) for this event. H10: the actual device was not available; however, a video of the event and sample were provided for evaluation. During visual inspection of the provided video, the leak was observed between the y-site and tubing. The reported condition was verified.due to the nature of the sample provided, no additional testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.